Event description:
The customer reported she was hospitalized with high blood glucose levels and the cause of her hospitalization is unclear at this time. The customer stated she was unable to push the buttons or read the screens accurately. Troubleshooting was performed and the pump passed the tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.